Event description:
It was reported that the capsule failed to attach in the patient's esophagus. The capsule was found in the patient's mouth and was retrieved. Another capsule was successfully attached during the same procedure. The deployment device was inserted with the capsule was facing the tongue and was inserted while the entire device including the handle was maintained in the horizontal plane. There was no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.